Event description:
A nurse reported occlusion issues during a procedure. The procedure was completed with the same equipment with no harm to the patient.

Manufacturer narrative:
The company representative examined the system and could not replicate the reported event. The company representative tested the customer handpieces and no occlusion issues were noted. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. A review of the event log for the date of (B)(6) 2013 revealed no nonconformities. The root cause cannot be determined conclusively. (B)(4).